Event description:
It was reported that on (B)(6) 2016, a 19mm trifecta valve was implanted in the patient. The annular dimensions of the native valve was 23mm. On an unknown date in (B)(6) 2025, the patient had a outpatient visit and an exacerbation of aortic regurgitation (ar) was observed, but heart failure was controlled with diuretics. Due to the patient¿s age of 90 and refusal of reoperation, the case had been under observation. However, in early (B)(6), the patient presented with complaints of dyspnea and echocardiography revealed ar, mitral regurgitation (mr), and tricuspid regurgitation (tr), and reoperation was decided based on the patient¿s own will. On (B)(6) 2025, a surgical procedures performed were redo aortic valve replacement (avr) and mitral valve prolapse with tricuspid annuloplasty (mvp with tap). A new 19mm epic supra valve was implanted. A tear was observed at the junction between right coronary cusp (rcc) and non-coronary cusp (ncc). The patient was reported unstable.

Manufacturer narrative:
Explant about 9 post procedure due to heart failure, dyspnea, torn cusp, and aortic, mitral, and tricuspid regurgitation was reported. The valve was returned to abbott for investigation. Explant about 9 years and 4 months post procedure due to heart failure, dyspnea, torn cusp, and aortic, mitral, and tricuspid regurgitation was reported. The valve was returned to abbott for investigation. Tears were noted on cusp 1 and 3. Here was a focus of fibrous pannus ingrowth on the stent post between cusps 2 and 3. Microcalcification was observed on all three cusps. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported aortic, mitral, and tricuspid regurgitation could not be conclusively determined. The reported cusps tear, heart failure, renal failure, and dyspnea could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 19mm trifecta valve was implanted in the patient. On an unknown date in (B)(6) 2025, the patient had a outpatient visit and an exacerbation of aortic regurgitation (ar) was observed, but heart failure was controlled with diuretics. Due to the patient¿s age of 90 and refusal of reoperation, the case had been under observation. However, in early october, the patient presented with complaints of dyspnea and echocardiography revealed ar, mitral regurgitation (mr), and tricuspid regurgitation (tr), and reoperation was decided based on the patient¿s own will. On (B)(6) 2025, a surgical procedures performed were redo aortic valve replacement (avr) and mitral valve prolapse with tricuspid annuloplasty (mvp with tap). A new 19mm epic supra valve was implanted. A tear was observed at the junction between right coronary cusp (rcc) and non-coronary cusp (ncc). The patient was reported unstable.